Event description:
The pt had been in the intensive care unit of the hospital prior to being presented in the o.r. For the laser bronchoscopy procedure. The pt had a pre-existing condition of a large malignant mass inside the bronchus which was overlying both the right and left main stem bronchus. Following the procedure, the pt was returned to the intensive care unit and was placed on a ventilator as a result of the airway burn. The pt eventually expired but the cause of death was attributed to cancer and not the procedure, according to the hospital risk manager.